Event description:
The customer reported that a precharge error displayed on the system. They also reported that they heard a loud arc noise and smelled plastic burning.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep troubleshot the system and found that the monobloc had no leds lit on the unit. He ordered a monobloc for the unit. He tried the new monobloc but it had the same symptoms. The rep troubleshot the system and found that a bolt from the cover on the generator had fallen out and lodged itself between the precharge pcb and the case and was shorting out the pcb removed bolt and unit booted and tested with no problems. He tested the kv tracking, all was within spec.